Event description:
It was reported to the manufacturer, by the end user, per the end user, that bed collapsed with patient in it. Complaint (B)(4) and ra (B)(4) was entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by (B)(6) healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.